Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received a (B)(6) result for one patient sample tested with the elecsys hiv combi pt ver. 2 (hiv combi v2) assay on a cobas 8000 e 602 module. The sample also had (B)(6) results when tested with both the hiv combi v2 assay and the elecsys hiv combi pt (hiv combi v1) assay on a cobas 6000 e 601 module used for investigation. This medwatch will cover the hiv combi v2 assay. Please refer to the medwatch with patient identifier (b)() for information related to the hiv combi v1 assay. When tested at the customer site on the e 602 analyzer, the sample resulted in a non-reactive hiv combi v2 result. The value was reported outside of the laboratory to a physician. The sample was also tested using the taqman pcr method, which resulted as positive. The sample was provided for investigation, where it was tested with both hiv combi v2 and hiv combi v1 assays on an e 601 analyzer on (B)(6) 2021. The elecsys hiv combi v1 results were (B)(6). The hiv combi v2 results were (B)(6). The sample was tested using western blotting and the results were (B)(6) for both (B)(6). The serial number of the customer's e 602 analyzer is (B)(4). Hiv combi v2 assay reagent lot 513560 was used on this analyzer. The reagent expiration date was requested, but not provided. The serial number of the e 601 analyzer used for investigation is (B)(4). The following reagents were used on this analyzer: hiv combi v1 reagent lot 519387, with an expiration date of december 2021 and hiv combi v2 reagent lot number 532668, with an expiration date of february 2022.

Manufacturer narrative:
It has been clarified that the positive value obtained with the taqman pcr method was actually a positive western blot result at the customer site. The negative hiv-1 and hiv-2 western blot results were obtained at a second site. The investigation could not identify a product problem. The cause of the event could not be determined. There was not enough remaining sample available for investigation.